Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, episodes of atrial fibrillation with rapid ventricular rate intermittent undersensing was observed. Some programming changes were made. Further programming changes were recommended. Patient was to be brought into clinic for programming changes to be made. No further information available.